Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the elevated ldh cannot be conclusively determined. The reported elevations in power/estimated flow were confirmed via the submitted log file data. The patient remains ongoing on the device. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas and provides information regarding inr range. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular device on (B)(6) 2018. It was reported that the lvad was producing intermittent elevated power and flows. Hemolysis was suspected due to increase in lactate dehydrogenase (ldh) levels. The patient's baseline ldh levels were 500-700 u/l from (B)(6) 2018 through (B)(6) 2018 and reached a maximum of 3543 u/l on (B)(6) 2018. From (B)(6) 2018, the patient's inr was 1.5, increasing to 2.5 on (B)(6) 2018 and reached a maximum of 3.58 on (B)(6) 2018. The patient also had elevated red blood cell levels in urinalysis on (B)(6) 2018. A previous urinalysis on (B)(6) 2018 was clear. Hemoglobin and hematocrit were relatively stable. The manufacturer's technical service representative reviewed the submitted log file and observed power and flow trending upward with pi trending flat. Additional information was requested but not provided.